Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that when the 3.0 x 15 mm xience v was implanted in the proximal left anterior descending (lad), a distal edge dissection occurred which required an additional 3.0 x 18 mm xience v to cover the dissection. The patient is reported to be doing fine. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the IFU, and risk assessment, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)".